Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls to make sure new product replacement is not displaying high results. New product replacement resolved customer initial concern.

Event description:
Pharmacy representative is calling on behalf of the customer: who is complaining of hi results. The customer's expected blood result is 80-90mg/dl fasting. Verified the strips expire 2/17/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(4). Customer is concerned with all the results obtained. Parent brought true track meter back to pharmacy because her (B)(6) daughter was getting higher results than normal. Customer is use to the accucheck meter. Mother states on (B)(6) 2016 daughter was experiencing symptoms of low blood sugar. Mother of patient states on (B)(6) 2016 her daughter obtained a 436mg/dl and is unsure if her daughter took her medication. Mother states this morning ((B)(6) 2016) her daughter woke with bloody lips from biting them: she states rubbed honey on her lips and gave her daughter orange juice and called the ambulance. The patients mother states while at the hospital she tested with the truetrack meter and obtained a hi.